Manufacturer narrative:
When reviewing imdrf coding for associated international field action closure, it was determined that h6 should be updated to include 1535, incorrect, inadequate or imprecise result or readings. Initial report was submitted with only 1516, the device does not provide or display a valid reading. This update ensures consistency with the hazards outlined in the associated urgent field safety notice / field correction recall (fa-am-oct2022-282).

Manufacturer narrative:
The following mdrs were reported as related to fa-am-oct2022-282: 3005248192-2022-00914; 3005248192-2022-00915; 3005248192-2022-00916; 3005248192-2022-00917; 3005248192-2022-00938; 3005248192-2022-00939; 3005248192-2022-00940.

Manufacturer narrative:
During the submission review, it was determined based on additional review of the issue and process that this software update will be considered a field action. This action was reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action) as this field action is related to a correction of software events associated with health and safety hazards. Therefore, field action is also being reported via 21 cfr803. Urgent field safety notice / field correction recall (fa-am-oct2022-282) was issued on october 17, 2022 to address this issue. This action was communicated to the FDA on october 17, 2022 (3005248192-10/17/22-005c). The following mdrs were reported as related to fa-am-oct2022-282: 3005248192-2022-00914, 3005248192-2022-00915, 3005248192-2022-00916, 3005248192-2022-00918.

Event description:
It was found at some customer sites that while the system is processing tests and a new test request is made, under a specific condition, when the level of the bulk solutions is too low to process a test, the software would error, stop the system and try to complete all in-process tests. When this occurs, an internal counter is reset which can cause reaction vessels (rv's) already present in an amplification detection unit (or amp detect) to remain there and not be moved to waste so that more rv's can be placed into the amp detect for processing. If the rv's are not removed and new rv's are placed into that amp detect, they would "double stack" such that the amp detect could error causing the system to not be runnable when restarted. In that case the user could take the amp detect out of service via maintenance and diagnostic (m&d) 2752, the user could clean out the amp detect rv's via m&d 1401, or a field service engineer (fse) could be dispatched to the site to remove the rv's from the amp detect. All of these things would allow the system to be able to run tests. To resolve this issue in software release 1.7.0, the software was changed so that a low level of bulk solution will not cause the instrument to transition to error stopping. Only the tests affected by the low level of bulk reagents are sent to exception.